Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that during a 24-36 month postoperative exam an advanced cataract was observed requiring cataract surgery. At 36 months following the glaucoma filtration device (gfd) implantation the gfd is exposed and that there was scleral thinning. Approximately two months later, the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the gfd remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that approximately four years following a glaucoma filtration device (gfd) implant procedure, the gfd is becoming transparent through the sclera and the sclera is thinning. Additional information was provided by the surgeon, who reported that on the first postoperative day the gfd was observed to be touching the iris and a suture lysis was performed. Five days later another suture lysis was performed. Approximately two weeks later, the intraocular pressure (iop) increased, a suture lysis and needling with mitomycin c was performed. Seven weeks later, a second needling with mitomycin c was performed. Approximately 4 months later, ophthalmic drops to treat the intraocular pressure were started. The increased iop recovered with medication treatment. The filtering bleb disorder described as fibrosis of the filtering bleb were not related to the gfd according to the surgeon.